Event description:
This report addresses case 17 of 22. A nurse reported to baxter (B)(4) that while opening the peritoneal dialysis (pd) transfer set, the twist clamp cracked/broke and a leak resulted. The nurse reported that the therapy was stopped. The rn stated the patient involved has been on continuous ambulatory peritoneal dialysis (capd) for at least 5 years and is careful when opening/closing the transfer set. The rn stated the method of sterilization has been practiced for a few years; however, problems like this started occurring in (B)(6) 2010. There was no patient injury or medical intervention reported at this time.

Manufacturer narrative:
(B)(4). No sample is available for evaluation. The exact lot number was unknown; however, transfer sets were received from three (3) batches (B)(4); (B)(4); (B)(4)) since (B)(6) 2010 when problems began. A review of all (3) batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was conducted for potentially associated lot numbers (?09?11038, ?09?16035, ?10?24064) and no issues were found related to the reported condition during the manufacturing of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.